Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer concerning patient with an implantable neurostimulator (ins). Patient reported a power on reset (por) when he tried to recharge the ins (B)(6) 2020. The patient stated when he arches his back, he is not feeling stimulation since (B)(6) 2020. The patient stated he did go to the pharmacy and set off an alarm when he went to leave the other day. The patient connected to the patient programmer and reported por. It was reviewed how to turn stimulation on and felt stimulation. The issue was resolved.